Event description:
It was reported that at the user facility, the trigger of the device was sticking, a condition in which the device has the potential to run without user activation. No further information regarding this event was provided by the user facility.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
The trigger of the device would stick due to interference between the trigger assembly and the sleeve, but no run-on was observed.

Event description:
It was reported that at the user facility, the trigger of the device was sticking, a condition in which the device has the potential to run without user activation. No further information regarding this event was provided by the user facility.